Manufacturer narrative:
(B)(4). Additional information: the analysis results found that b12srt device was returned in good condition. In an attempt to replicate the reported incident, the obturator was attempted to be introduced through the sleeve and could not pass through; the universal seal was then separated from the sleeve and the duckbill was found closed, the slit was not present on the device, and therefore causing the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the obturator could not be inserted into the outer sleeve since the duckbill valve was closed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.